Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements of 3000 ohms along with increased threshold measurements and oversensing. During a lead revision, no lead fracture or irregularities with the lead measurements were found. Subsequently, the implantable cardioverter defibrillator (ICD) was explanted. During the device explant, the header separated from the can.